Manufacturer narrative:
(B)(4). The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip 5f failed to deploy and there was device deployment jam. Manual compression was held for 30 minutes or less. The patient's hospitalization was not extended. The patient recovered. The intended procedure was diagnostic peripheral. The access site was the femoral artery with a vessel size of 6mm and an unknown stick location. The sheath size was 5f and the physician was trained. The user shuttled down completely with no significant resistance felt when shuttling down. It is unknown if unusual force was applied when retracting the sheath. The stopcock was opened on sheath prior to shuttle down. It is unknown if excessive force was applied when shuttling down or if any kinks in sheath or device were observed after removal.

Manufacturer narrative:
Complaint conclusion: as reported, the mynxgrip 5f failed to deploy and there was a device deployment jam. Manual compression was held for 30 minutes or less. The patient's hospitalization was not extended. The patient recovered. The intended procedure was a diagnostic peripheral procedure. The access site was the femoral artery with a vessel size of 6 mm and an unknown stick location. The sheath size was 5f and the physician was trained. The user shuttled down completely with no significant resistance felt when shuttling down. It is unknown if unusual force was applied when retracting the sheath. The stopcock was opened on sheath prior to shuttle down. It is unknown if excessive force was applied when shuttling down or if any kinks in sheath or device were observed after removal. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿sealant device deployment jam¿ and "sealant failure to deploy" could not be confirmed as the device was not returned for analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use the mynxgrip if the device appears damaged or defective in any way as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The manufacturing, expiration dates and UDI number have been provided.   The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.